Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a pacemaker clinic technician that the patient with an implantable pulse generator (ipg) system died. No other information was provided. Information identified in the manufacture's data base indicated the patient died approximately fourteen days post implant of the ipg system approximately three years ago.